Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the midline insertion, the peel-away sheath over dilator would not twist and engage completely. The procedure was continued, with the dilator/sheath not fully locked together. The catheter was placed successfully. The condition of the patient is reported to be 'fine' and the patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath and dilator for analysis. Definite signs of use were observed on the returned components. Visual analysis of the components revealed that the sheath tabs were separated and the extrusion was completely torn down the score lines. This is consistent with the user report that the sheath was used despite the identification of the defect in the component interaction. Microscopic examination of the sheath tabs and dilator hub revealed no obvious defects or anomalies. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The overall length of the dilator measured 3 3/4" which is within the specification limits of 3 5/8 - 3 7/8" per the dilator product drawing. The outer diameter of the dilator measured 0.060" which is within the specification limits of 0.059 - 0.061" per the dilator product drawing. The returned dilator was advanced through a lab inventory peel-away sheath and the hub was locked into the sheath tabs. The dilator was able to advance lock as intended. Performed per IFU provided with this kit "ensure dilator is in position and locked to hub of sheath.". Functional inspection of the locking functionality of the sheath could not be performed due to the condition of the returned sample. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user , "ensure dilator is in position and locked to hub of sheath". The customer report of difficulty to lock the dilator into the sheath could not be confirmed based on the investigation of the returned sample. The peel-away sheath was returned completely peeled with the sheath tabs separated, and the extrusion completely torn down the score lines. The sheath and dilator passed all relevant dimensional requirements, and the dilator passed functional testing with a lab inventory sheath. The sheath could not be functionally tested due to the destructive nature of the device usage. A device history record review revealed no relevant findings. Therefore, based on the customer report and the sample received, the potential root cause could not be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that during the midline insertion, the peel-away sheath over dilator would not twist and engage completely. The procedure was continued, with the dilator/sheath not fully locked together. The catheter was placed successfully. The condition of the patient is reported to be 'fine' and the patient had no harm or injury.